Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling."

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; crease fold, wear abrasion, deformation, the weight the device within specification and was observed after autoclave cycle: cloudy color and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Creases are observed but have no relationship with manufacturing.

Event description:
Healthcare professional additionally reported "implant deformity" and "any creases". Device has been explanted.